Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they noticed a ¿hiccup¿ sensation that was possibly related to device pacing. It was later determined that the patient was experiencing phrenic nerve stimulation from their left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.